Event description:
The customer stated that the acuity centralized pt monitoring system experienced a dropout of twenty-nine patients on all cmr stations. Welch allyn technical support remotely booted cmr-4 primary and patients reconnected to acuity. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is finished.